Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant procedure the left ventricular (lv) lead was causing diaphragmatic stimulation and e exhibiting high thresholds. The physician was unable to reposition the lead into the target vessel so the physician chose to remove the lead and utilized a different, smaller diameter lead. No patient complications have been reported as a result of this event.